Event description:
It was further reported that "the common trunk-circumflex artery" was predilated with a 2.5x14mm stent delivery balloon from a non-bsc drug eluting stent implanted in the marginal branch. Then a 3.5x18mm promus element stent was implanted without predilation in the "common trunk-anterior interventricular artery". Final kissing balloon dilation was performed with a 3.0x15mm nc quantum apex balloon in the circumflex artery and a 3.5x20mm nc quantum apex balloon in the "common trunk-anterior interventricular artery. Then a 4.0x15mm nc quantum apex balloon was used to post dilation the ostium of the common trunk. Than a 3.0x8mm promus element stent was implanted downstream of the previous 3.5x18mm promus element stent in the anterior interventricular artery to treat a minor dissection.

Event description:
It was further reported that the patient presented at the time of the index procedure due to unstable angina (braunwald class iiib) and underwent the index procedure 1 day later. The 3.0x15mm nc quantum apex balloon was used to predilate the proximal left anterior descending coronary artery. It was previously reported that it was used to predilate the proximal anterior interventricular artery. Following stent deployment, kissing balloon post dilation was performed resulting in 0% residual stenosis. The non-target lesion in the first obtuse marginal was treated with overlapping 2.5x14mm and 2.5x8mm non-bsc drug eluting stents with good result. One day after the index procedure, the patient was found to have elevated cardiac enzymes. An ECG revealed st segment depression. The patient was diagnosed with a myocardial infarction. Follow up angiography revealed good results of the previously treated left main and left anterior descending. An occlusion of the small diagonal was thought to be the cause of the event. The patient was treated medically and the event of myocardial infarction is reported to be resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: updated, corrected.relevant tests/lab data: updated.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MFR. ID#: 2134265-2011-03246. It was reported that during a stenting treatment procedure, a dissection occurred. The 80% stenosed and 30mm long bifurcated target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. Predilation was performed with a 4.0x15mm nc quantum apex for the lesion in the common trunk and a 3.0x15mm nc quantum apex for the lesion in the proximal anterior interventricular artery. Following predilation, a grade c dissection was reported distal to the target lesion. This was successfully treated with placement of a 3.5x38mm promus element stent and a 3.0x8mm promus element stent. Following post dilation, residual stenosis was 0% with no further dissection reported. An elective non target lesion in the first obtuse marginal was also treated with a drug eluting stent with no proximal overlap of the previously placed stents. The patient was discharged 7 days later on aspirin and clopidogrel.